Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip broke. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. Due to ultrasonic vibration, scratches were generated on the probe. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. A force was applied to the probe causing it to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.